Event description:
The chair allegedly tipped forward with the consumer in the chair. No injury is alleged.

Manufacturer narrative:
No injury reported. The chair was received and it was determined the stability lock did not function properly. The chair was covered by field correction 11/16/2007. Dealer had not at the time of the incident performed the field correction. After evaluation, chair is no longer in service.